Manufacturer narrative:
(B)(4). Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and has a fragment from the anterior piece of part fractured off, fragment not returned . DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of the malfunction.